Event description:
Complainant alleged that the medics had responded to a call for a pt who had been found without a pulse and unresponsive in bed by their family. Upon the medic's arrival on scene, the pt was unresponsive, with no respiratory rate, and was pulseless and apneic. The pt's heart rhytym was monitored with the three lead ECG cable. Lead 1 indicated that the pt was presenting an asystole heart rhythm. The medics reported that lead 2 and and 3 were not functional with the device. The pt's pupils were fixed and the skin was cyanotic and warm. The medics determined that the pt was in cardiac arrest. Pt CPR was performed. The medics cleared the vomitus from the pt's airway, and the pt was intubated. The medics were unable to obtain the pt's heart rhythm in any of the three leads, and the device displayed a "lead off" message. The leads were changed "multiple times", but they were still unable to obtain the pt's heart rhythm, and the device displayed the same message. The medics then applied multi-function electrodes to the pt. The device indicated that the pt was presenting an asystole heart rhythm. The device screen then displayed dash lines. The device then became functional again, and it indicated that the pt was in a course ventricular fibrillation heart rhythm. The pt was shocked once at 200 joules. The pt then presented an asystole heart rhythm. The pt was transported to the hosp. The pt was given three one milligram dosages of epinephrine and three one milligram dosages of atropine during pt treatment. The pt continued to have no blood pressure, pulse and respiration after the administration of these drugs. The pt subsequently expired.